Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. The patient bent over and got a really strong surge of stimulation in her neck area. This concerned the patient, so she decided not to use her spinal cord stimulation device any longer. The patient had notified her health care provider and he had said that it was normal due to changing positions and the movement of her spinal cord. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.